Event description:
The customer obtained erratic positive bhcg and dil-hcg results for three patients. Subsequent testing on an alternate access 2 produced positive, reportable bhcg results for all three patients. Service was dispatched and addressed hardware issues. Although hardware is the likely root cause, a definitive device failure has not been determined to date for this event.